Event description:
Additional information received reported that the patient had a computed tomography (CT) scan on (B)(6) 2012. It was noted the catheter tip was at t9 and there was "normal thoracic spine appearance." A catheter dye study was performed on (B)(6) 2012 and the health care professional (hcp) was unable to aspirate. The patient was hospitalized (B)(6) - (B)(6) 2012. A pump rotor study was completed on (B)(6) 2012 and the results were reported as "normal." The patient's catheter was replaced on (B)(6) 2012. No patient injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
A catheter blockage was reported and confirmed per the healthcare provider (hcp). Patient experienced withdrawal with increased pain. Hcp was to perform a catheter revision, and was to do a roller study to confirm pump function as well. Drugs delivered via the device were morphine, bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).